Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 241 (mg/dl). Reportedly, customer is new to pump therapy and is still having their settings adjusted. Customer delivered a bolus and reported that bg levels began to decline. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss diabetes management.